Event description:
It was reported that during a ureteral treatment procedure a kink was noted in the wire. The amplatz s/s gw/035/145 was advanced through the ureter. While advancing the wire it kinked and was folded over unto itself. Went in with another amplatz s/s gw/035/145 and the same thing occurred. An unknown wire was then used to complete the case successfully. No complications or injuries and the patient's status is ok. When the device was returned teflon coating was detached.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and microscopic examination show the distal tip of the device was tied up. The device presents a knot near to the distal end, and it is also lightly elongated at that area. The device also presents a section of teflon coating scraped at 54 cm from the distal end. The device also presents a section of teflon coat scraped at 65 cm from the distal end and also presents a section of teflon coat scraped at 110 cm from the distal end . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).